Manufacturer narrative:
(B)(4). Date sent: 5/18/2026 d4 batch #: unknown d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: I do not believe this is the cause of the reported issue, but thought it worthy of note. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what kind of patient injury occurred? How was the patient injury addressed? An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure the device activates without prompt and it injured the patient.